Manufacturer narrative:
Intuitive surgical, inc., (isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the reported complaint. The instrument was found to have thermal damage on the distal clevis ear. The clevis ear on the conductor wire side was broken off. The broken piece was not returned with the instrument and roughly measures 0.076 x 0.183 in size. The distal clevis showed signs of arcing. In addition, the instrument's monopolar yaw pulley was found with thermal damage on the distal yaw pulley. The yaw pulley showed signs of arcing. The broken piece was not returned and measured roughly 0.040 x 0.107 in size. The instrument was disassembled to find the source of thermal damage. It was found that the conductor wire was broken from the hook base, likely due to extensive thermal damage when energy was activated. For this to occur, the silicone potting around the conductor wire and hook weld would need to be compromised. A small piece of delaminated silicone potting was observed on the instrument, further supporting this finding. Device history record (DHR) review-device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. A root cause investigation for this separation is still underway since it is not clear what caused the potting to be compromised. A follow-up MDR will be submitted once additional information is obtained. The customer reported complaint does not itself constitute an MDR reportable event; however, the charring damage found during failure analysis suggests that unintended arcing occurred. Although, no patient harm was reported, if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that after a procedure, the surgical scrub attempted to remove what he thought was excessive char then realized that the plastic on the permanent cautery hook instrument was burned. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.